Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the battery was removed because the insulin pump only allowed to rewind during a basal and status screen. The customer stated that the insulin pump was not alarming when she was not receiving any insulin. The customer stated that she will call after giving herself a bolus to perform the high pressure test. No further information was provided.